Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sales rep reported revision surgery. Patient has been revised to address pseudotumor. Update rec¿d 06/03/2014 - legal claim was received, which identified dob & doi information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/22/2014. Update rec¿d 7/11/2014 - litigation received. Litigation alleges loosening, pain, elevated metal ion levels, fluid collection, osteolysis, significant femoral neck trunnion corrosion and metallosis. The stem and sleeve are being added to the complaint. This complaint was updated on: 07/22/2014.

Event description:
Update rec¿d 08/04/2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 08/07/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.